Event description:
On (B)(6) 2012, it was reported that the infusion device¿s battery was empty and the infusion device did not display an alert message first. There were e2 (battery low) messages in the infusion device¿s history, but no w2 (battery empty) messages in the history. The issue with the infusion device not displaying w2, before the battery was completely empty, began on (B)(6) 2012. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned of for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.